Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during a stenting procedure of a pt. During introduction, outside the pt, resistance was felt as the device was being advanced on the guidewire. The procedure was completed with another device (device and manufacturer name are unk). The procedure was successfully completed with no reported pt complications. The pt was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; stent was slightly twisted along its working length.

Manufacturer narrative:
(B)(4) - (resistance). The complainant was unable to provide the suspect device lot number; the device expiration and manufacture dates are unk. All the components were fully assembled together upon receipt and the stent was loaded on the delivery system. The suture was found twisted at about 360 degrees from the push catheter suture hole to the proximal barb of the stent. The stent was slightly twisted along its working length. A suture impression was found at the distal end of the guide catheter. The condition of the returned unit was not consistent with the complaint incident. The most probable root cause for this complaint is undeterminable. Review and analysis of all available info fails to indicate a root cause. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this lot. A lot history search revealed no other similar complaint related to this lot. (B)(4).